Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture/needle meeting point the suture looks frayed. They were able to complete the rest of the case with a new one without patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event?: unknown, was procedure successfully completed?: unknown, were fragments generated?: unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: was there an issue with the additional product (2- sxpp2b412; lot# tkbjde) for during surgery on this patient? Or is this product for another patient event/complaint? If yes, provide the complaint reference. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: if there were additional sutures sent still in the packaging, this was due to the customer requesting additional sutures be sent over from this lot. H3 investigational summary: the product was returned to ethicon for evaluation. Two representative unopened samples that pertain to product code sxpp2b436 were received for analysis. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand, and no issues related to fraying sutures or anomalies were observed during the evaluation. Also, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece outside its packaging that pertain to product code sxpp2b436 was received for analysis. Upon visual inspection of the needle-suture piece, the needle hole and swage area were noted with marks probably caused by a surgical instrument. In addition, the suture piece was found partially cut near the swage area, and the suture piece was still attached to the needle. In the opposite extreme of the suture, a cut that was probably caused by a surgical instrument was noted. As per the conditions of the returned sample, no functional test could be performed. The other section of the suture was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.